Manufacturer narrative:
In response to FDA report number: medical device report # 10-0038-2019-0020. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported, via regulatory agency, a right side "rupture." Device has been explanted.